Event description:
It was reported that customer was unable to resume insulin delivery after manually stopping the pump. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.